Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was undergoing treatment of an 8 mm, unruptured, cerebral aneurysm in the vertebral artery (va). The patient's vessel tortuosity was moderate. There were no problems with the patient recovery and no symptoms related to the non-detachment. The cause of the non-detachment was not determined. Prior to coil non-detachment, there were no issues encountered and no pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Continuation of d10: instant detacher product ID ID-1-5 (lot: d059979);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime es 3d coil was used for the first framing coil, and although the coil was inserted into the aneurysm up to the detachment point, detachment could not be achieved. Initially, detachment was attempted 3 times using the instant detacher, but it was unsuccessful. Subsequently, the delivery wire was manually bent and pulled one time, but the coil still could not be detached and was retrieved from the body. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were reported with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, cerebral aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no attempts to withdraw (detach) using another instant detacher.